Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 400mg/dl due to issues with the infusion set. The customer declined to troubleshoot for the high blood glucose. The product was not returned for analysis.